Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as several unsuccessful pairing attempts were observed between the subject pacemaker and two different smartview connect between 23 march 2023 and 6 may 2023. Despite the correct activation of ble communication and proper connection of the smartview connect to the back office, log files analysis showed that the subject pacemaker was never identified during the pairing attempts. - the root-cause of the observed failed pairing attempts could not be determined. Environmental conditions such as the implantation depth or external disturbances could be linked to the observed issue, although no evidence was found. - it should be noted that upgrading the pacemaker to v2.7.x software version may improve communication with remote monitoring systems, as an increase of the scanning window was included in this version.

Event description:
Reportedly, several attempts were made to pair the subject celea pacemaker to smartview connect devices, but none succeeded. The activation of ble communication on the pacemaker has been verified. Another attempt will be performed.

Event description:
Reportedly, several attempts were made to pair the two smartview connect with a celea pacemaker, but none succeeded despite correct activation of the ble on the pacemaker. A third smartview connect will be tested. Preliminary analysis revealed communication issues without a conclusive issues.

Manufacturer narrative:
Preliminary analysis revealed communication issues without a conclusive issues.

Event description:
Reportedly, several attempts were made to pair the two smartview connect with a celea pacemaker, but none succeeded despite correct activation of the ble on the pacemaker. A third smartview connect will be tested.